Manufacturer narrative:
Follow-up # 1 (08/07/2013)-product evaluation: the analyses of the returned subject meter and accessories were completed on 08/02/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The meter including the cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) /2013 the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verioiq meter was powering off during use and was reverting to the set up mode after charging. This complaint was classified using the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issue, she had symptoms of ¿headache, shaking and sweating.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported the alleged issue first occurred during (B)(6) 2013. The patient reported she normally uses a combination of medications including insulin (unknown type) glumetza, repaglinide and onglyza. The patient reported attempting to test on the subject meter, and the meter shut down. The patient reported testing on a freestyle meter, and obtained a reading of ¿40mmol/l¿ and took 10 units of insulin in response to the reading. The patient reported she connected the lfs meter for charging, and the next time she tried to use it, it was prompting the date/time set up. At the time of troubleshooting, the cca reviewed the auto shut off behavior with the patient and the issue remained unresolved. The cca confirmed it was not the first time the meter had been used and there was no misuse of the meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore, the meter could not have caused the alleged injury, and there was no delay in treatment. However this complaint is being reported because the alleged issue was unresolved at the time of troubleshooting done by the cca.